Manufacturer narrative:
Additional information was received and it was learnt that, the zct375 intraocular lens (iol) had rotated about 10 degrees post implantation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The best estimate date is during 2017. A complete UDI number is unknown, as the serial number was not provided. The lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a repositioning of a zct375 intraocular lens (iol) in the right eye (od) due to it rotating. The doctor calculated the implant with astigmatism at an axis of 31 and calculated the implant without astigmatism at an axis of 37, but decided to go with axis 31. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing record review: a product manufacturing record review could not be performed as serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.